Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pacing impedances, measuring greater than 2000 ohms. It was noted the impedances had gradually increased, and all other lead measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pacing impedances, measuring greater than 2000 ohms. It was noted the impedances had gradually increased, and all other lead measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.